Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the top led numeric display is missing segments. The upper segments looks like 48 instead it should be 98. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that some of the led segments did not illuminate due to a defective system board. The system board was replaced and the unit functioned as designed.